Manufacturer narrative:
Section d4: model number and catalog number corrected. Section d5: operator of device corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of unintentional motor stop command being sent to the system controller from the system monitor was confirmed via log file analysis. A review of the submitted event log file contained data spanning approximately 2 days (08jan2025 to 09jan2025 per the timestamps). At 07:43:38 on 09jan2025 a pump off alarm became active due to the intentional pump stop button being pressed by the user on the system monitor. The pump achieved a speed above the low-speed limit at 07:43:40 on (B)(6) 2025, and the alarms cleared. There were no other notable alarms or events active. The root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigation issues related to system monitor atypical screen behavior. A DHR review cannot be performed due to the serial number of the product being unavailable. Heartmate 3 instructions for use (IFU) section 4 ¿system monitor¿ explains how to use the system monitor. This section explains the pump stop button. This section states ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) section f entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section informs the user to replace any equipment or system component that appears damaged or worn. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an intentional pump stop flag was active on (B)(6) 2025. It was noted that the stop button was pressed instead of increase/decrease speed causing the false pump stop flag. The flag was unintentional and was stated to be use(r) error.